Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. The complaint was not verified. The device history record was reviewed and found no exception documents. A root cause cannot be determined for the reported failure without the actual device. No conclusion can be drawn. Evaluation: method, device history record was reviewed. Results, the suspect device was not returned for evaluation. Conclusions: no conclusion can be drawn.

Event description:
The rotator on the high pressure tubing broke during use at 1100 psi. No harm or injury was reported. The customer reported four defective devices but did not provide any further information or clinical details about the additional events. Therefore, this single form FDA 3500a will be submitted.